Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood visible on the shaft and contrast in the inflation lumen, consistent with preparation and handling. The balloon was tightly folded. The hypotube was separated 1 mm distal to the distal end of the nosepiece, confirming the separation. The fracture face was oval shaped as if kinked prior to separation. There was a kink in the strain relief tubing at the hypotube separation. There were three kinks in the distal shaft 4.2 cm, 7 cm and 9.1 cm distal to the guide wire exit notch. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is likely the hub was inadvertently handled during preparation, resulting in the kink in the strain relief tubing, as there was no damage noted to the catheter when it was removed from the dispenser coil. Further manipulation would have contributed to the hypotube separating. This would contribute to the continuous air seen coming into the indeflator during preparation. It should be noted the trek instructions for use states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. All air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Further handling during packing for return analysis likely contributed to the other kinks noted to the catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported hypotube separation appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
Reportedly during use of the trek in the patient, the hub became separated from the shaft. During prep of the device, when pulling negative, the balloon kept pulling air; however, the device was used in the patient and after being positioned in the lesion located in the right coronary artery and hooked up to the indeflator, the device continued to pull air. It was at this point that it was noticed that the hub had separated from the hypotube and was still attached to the indeflator. The device was withdrawn with out further incident. Another trek was used to complete the procedure. There were no adverse patient effects. A clinically significant delay in procedure was not reported. No additional event or patient information was provided.